Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the retainer legs of the anvil were bent or damaged. It was reported that the anvil disengaged either fully or partially from the device, a component disengaged from the device into the surgical cavity, there was difficulty removing the device from the patient and the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur if the anvil was manipulated with excessive force during the attachment to the instrument, or if the anvil was mishandled during the removal of fitting accessories. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic high anterior resection for diverticular stricture, the circular stapler and anvil was secured with an auto-suture applicator and an additional 2-0 suture to draw in a diverticulum off the staple line, during anastomosis of rectum and colon, after inserting the device and tissue tension was achieved and the green symbol appeared, a physical crunch and audible click were heard during firing. The appropriate number of turns were done with a muted click heard representing the change in orientation of the anvil for withdrawal and successful firing. On withdrawal of the stapler, some resistance was met early and continued. The stapler was not coming out with ease and the stapler did come out of the anal canal but the anvil had been left inside and certainly no excessive force was used but the anvil disconnected from the gun. A flexible sigmoidoscopy was performed which confirmed that the circular staple line had no defect and no major trauma to the proximal or distal colon. The anvil was retrieved with a 15 endoscopic snare from the anastomosis, pulled the anal verge and retrieved the anvil. A repeat flexi and an air leak test confirmed that were was no leak and the anastomosis was secured. The stapler caught on the rectosigmoid angle on withdrawal as even under direct vision with a snare on the anvil, proving it was difficult to remove it from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.